Event description:
It was reported, the customer had frequent battery changes on their insulin pump. Customer also reported their carelink data would disappear. It was also found carelink did not suspend or resume insulin delivery. The customer also had unexplained no delivery alerts. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.